Event description:
It was reported that an arteriotomy closure was attempted in the mildly calcified left common femoral artery using a starclose se device with a 5f sheath after a coronary diagnostic procedure. No femoral angiogram or other imaging was taken. Reportedly the physician could feel the calcification while puncturing the access site. Reportedly, after firing of the clip, the starclose se device was difficult to remove from the arteriotomy. An attempt to remove the device, with the aid of the device release mechanism, both the access ports, and the safety release button, in accordance with the instructions for use, was unsuccessful. The physician again used the access ports which released the starclose se device and was able to be removed from the anatomy. The clip had been released, but hemostasis was completed using manual arterial compression for some minutes. After the arteriotomy closure was completed, the starclose se device was checked and it was noted that one of the vessel locator wings was damaged (bent). Nothing was missing or separated. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the starclose se device. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove the device was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. It was reported that an angiogram was not taken and the starclose was deployed in a calcified site. The starcose se instructions for use states, perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection and do not deploy the clip in areas of calcified plaque. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions. According to the instructions for use, perform a femoral angiogram to verify the location of the puncture site. Perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. (B)(4). According to the instructions for use, do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.